Manufacturer narrative:
[Supplemental 001] field d4 was updated to correct serial number. Field g6 was updated to 'follow-up report # 001.' Field h2 was updated to 'correction.'

Event description:
It was reported the or 2 light won't control from the wall. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported that there was a loss of control of the light head. When the stryker field service technician went onsite he found that the spanner nut and c-lip were missing. There was no patient involvement or injury reported; the severity is s0 per (B)(4) . It is unknown how the c-clip and spanner nut are missing; potential reasons include incorrect assembly during manufacturing and unauthorized field modification. (B)(4) is open to address this issue.

Event description:
It was reported the or 2 light won't control from the wall. There were no reported injuries or adverse consequences.